Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: on what tissue was the suture used? - on the dermis. Product return, return date, tracking information- the device has been shipped. What is physician¿s opinion as to the etiology of or contributing factors to this event? - it seemed there were no barbs on the suture, and the surface of the suture seemed smooth. What is the patient current status? - the patient's condition after that is good. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Other relevant patient history/concomitant medications no further information will be provided.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2020 and the barbed suture was used on the dermis by continuous suturing. On (B)(6) 2020, in the morning, wound dehiscence had occurred. The fascia layer was gathered properly, the wound on the fascia layer was closed properly but the surgical wound on the dermis layer had dehisced. The barbed suture was removed. At that time, it seemed there were no barbs on the suture, and the surface of the suture seemed smooth. Then, the dermis was sutured with a nylon. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/12/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: a used suture piece was received for evaluation. The foil package to confirm the product code and lot number were not received for evaluation. During the visual inspection of sample received, an used suture piece of one inch of length with body fluids at the surface, lineal cut at the ends and damaged that appears to be by the use of a surgical instrument could be observed. In addition, barbs were found on suture piece and no functional test could be performed due to sample condition received. The event described could not be confirmed as the device barbs were noted. Care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments, such as needle holders and forceps. Do not attempt to remove memory in the polymer by running fingers down the suture material as this can damage the barbs. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.